Manufacturer narrative:
On june 7, 2024, mentor became aware that the right side replacement device used on m(B)(6) 2024 was catalog number 3503500; serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 26-year-old asian female patient underwent primary breast augmentation with 500cc mentor smooth round high profile and experienced breast implant deflation on her right side postoperatively; diagnosed via report provided by local ER. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
On may 31, 2024, mentor became aware that the patient's symptoms started on (B)(6) 2024. Hence, field b3 has been updated to "(B)(6) 2024" accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 11, 2024, the mentor failure analysis lab receive the device for evaluation. On june 14, 2024, device evaluation was completed as follows: the mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual analysis of the returned sample sm hps dv 500cc, no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and a tear on the anterior view was observed, near the valve system. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).